Event description:
An impella cp device was inserted surgically into the right femoral artery in a 72-year-old male patient presenting in acute decompensated cardiomyopathy, in society for cardiovascular angiography & interventions (scai) stage c shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a high purge pressure alarm. The activated clotting time (act) was 148. Troubleshooting attempted by reducing p-level to p-2, purge cassette changed, purge fluid concentration changed from d5w sodium bicarbonate to d5w heparin, monitored motor current for rise, stat echocardiogram (no signs of thrombus), and systemic heparin continued. No tubing kinks were observed. Planned removal of device the following day; however, the physician decided to remove the pump early due to ongoing alarms and patient stability. After removal, there were no observed clots within the system. While on support, the device functioned at p-2 at 2.0l/min as intended with d5w heparin in the purge solution. The impella will be reported due to the early termination of support; however, the device removal was performed with no consequence to the patient.

Manufacturer narrative:
A4, a5, a6: unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.